Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller had a question regarding the telemetry consistency. It was noted that the caller was unable to get any green lights on the telemetry portion during manual transmission. Troubleshooting steps were taken to no avail. The implantable pulse generator (ipg) was suspect of telemetry issue. The remote monitor and device remain in use. No patient complication have been reported as a result of this event.